Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Corrected: (expiry date), (return date).

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device shows fractured plastic head. Condition of the device indicates that it was successfully used during its potential field service lifetime of ~15 years with no reported issues earlier. Possible cause of the failure may be fatigue. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the head impactor fractured while impacting the femoral head onto the femoral stem. All pieces of the fractured instrument were removed from the patient.